Event description:
It was reported that during a da vinci si myomectomy procedure a harmonic ace curved shears instrument was being used on fibroid tissue when it stopped working. The instrument was removed and examined. The harmonic ace curved shears insert accessory jaw was found hanging broken from the instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The curved blade of the insert was found broken at the clamp arm hinge. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.